Manufacturer narrative:
Additional information was provided that the device involved was actually a cobas 6000 e 601 module. (B)(4). The sample probes were changed by the field service representative and the analyzer performance was then acceptable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for "an incredible number" of samples. Data was only provided for one patient sample. An elecsys cortisol ii initial result was negative. No specific numeric data was provided. The repeat result was > 400. No unit of measure was provided. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the sample probe that was replaced by the field service representative was the most probable root cause.other possible general causes include issues with sample quality or insufficient maintenance of the analyzer.